Event description:
Patient developed abscess at site of chronic painful seroma where she had had a lumpectomy with biozorb placement. Needed incision and drainage, and removal of fibrinous material from lumpectomy site.